Manufacturer narrative:
A supplemental MDR is being submitted to add a related report number, for which the investigation has been completed. B4, g3, g6 and h2 have been updated. Information has been added to h10.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to insert delivery system into sheath/anatomy. While the IFU/training manuals specific to this complaint event are not listed in the technical summary, review of the instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. Imagery of the patient's anatomy was provided. Calcification and undersized vessels were present in the patient's anatomy. The patient's vessel had low tortuosity and moderate calcification in the access vessel, per the initial report. The technical summary that applies to this complaint event establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the difficulty advancing through sheath, leading to vascular dissection and ballooning of the vessel was unable to be confirmed as the complaint unit was not returned for evaluation and no relevant procedural imagery was provided. Available information suggests patient factors (calcification and undersized vessels) potentially contributed to the event as the anatomical imagery revealed the condition of the patient anatomy and the patient's access vessel was reported with 'moderate' calcification. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (less than 5.5mm for 14f esheath+) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) and corrective action preventative action (CAPA) was previously initiated to investigate the cause and assess the risks associated with the reported event and detailed in the technical summary. No further action or escalation is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure, the heart team had difficulty advancing the 23mm sapien 3 ultra resilia valve through the 14fr sheath. The team used fluoroscopy to determine what was causing the difficulty and noticed the valve was not advancing pass the level of the external iliac. The team made a few attempts to advance the valve and then made the decision to remove the esheath+, commander system, and 23mm valve from the patient over the wire and inserted a new 14fr sheath. The sheath, valve, and commander system were removed together. A second sapien 3 ultra resilia valve was advanced via the second esheath+ with some difficulty and deployed without issues. Following the second esheath+ removal, an angiogram of the external iliac artery showed an dissection. The team ballooned the vessel for five minutes, which resolved the issue/dissection, and the patient was transferred to the floor in stable condition.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06068.